Manufacturer narrative:
Occupation is patient/consumer. The meter was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of a display issue with a coaguchek xs meter. The meter displays an error with some dashes on the screen. The meter's display is faded and very hard to read. A display check showed the "8" on the right side of the screen is missing a segment on the bottom of the number.

Manufacturer narrative:
The meter was returned for investigation. No missing or faded segments were observed during investigation. The circuit board was investigated and no contamination was observed. The alleged display issue could not be reproduced. Medwatch fields d9 and h3 have been updated.